Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a high pitched tone and the screen went blank. Customer's blood glucose level was 235 mg/dl. The insulin pump alarmed unexpected restart. The screen remained black after inserting the battery. The device was not returned.